Manufacturer narrative:
(B)(4): the reported lot number was found to be invalid. The correct lot number is unknown. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A visual inspection was performed and revealed that the device was broken. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Supplier performance excellence engineer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve of a one link IV connector had cracked off. The device was delivering total parenteral nutrition. There was no report of patient injury or medical intervention associated with this event. No additional information is available.